Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that in a case the site felt the accuracy was very poor with the straight suction. Site was switching between a tri-cut and straight suction, and the site would be accurate with the tri-cut, but once they switch to straight suction and would continue navigating the same location, the instrument showed they were very off. No impact on patient outcome. There was no delay. Straight suction was bent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care professional did not take measurements of the inaccuracy. They wanted to continue with the case. The manufacturer re presentative (rep) described previously that the individual who was tracing the instrument just anterior to the sphenoid. The straight suction was held at the same anatomical point within the sinus showed straight suction instrument well within the sphenoid. The rep would approximate a centimeter of discrepancy between where the tricot was showing juxtaposed to the straight suction

Manufacturer narrative:
H2) additional information was added to b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.